Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device would not work. There was no harm reported. The complaint is not an out of box failure. There was no medical intervention. Surgical technique was followed. On december 5, 2017, it was clarified that the issue occurred around (B)(6) 2017. The blade was properly placed and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet. Another device was used to complete the procedure. There were no adverse events associated with the failure. The surgical technique was used on the product. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number 1505035, a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report review for serial number 01413 noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) once as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device needed repaired and the side plates, bushings, roller, comb, gear, latching pins, ball detents and side plate screws were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on december 1, 2017 revealed that the pre-testing could not be performed due to a comb was bent. The roller, shoulder bolts and ratchet gear were damaged. The device came with four cutters. The 2:1, 3:1 and 4:1 cutters all produced a passing sample mesh. The 1.5:1 cutter failed to produce a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, comb, ratchet and damaged hardware. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the pre-testing could not be performed due to a bent comb. The 1.5:1 cutter also failed to produce a passing sample mesh. The root cause of the device not working was due to a bent comb and damaged cutter. The issue was resolved with the replaced roller, comb, ratchet and damaged hardware. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device would not work. There were no harm reported. No adverse events were reported as a result of this malfunction. Initial inspection revealed that the comb was bent.